Manufacturer narrative:
Philips investigated the complaint and confirmed that the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) examined the system remotely and verified the reported problem. During the investigation, a defect was identified in the 24-volt fan tray. Log review further revealed that the pdu fan tray and dcps were defective. To resolve the issue, the customer replaced the pdu fan tray and returned the part for further analysis. The analysis found that power supply psu1 and power supply psu2 were also defective. Philips initiated medical device correction 2024-igt-bst-024. After the repair, the system was returned to service in good working condition. The codes were updated based on the investigation outcome, and the evaluation method code was corrected.

Event description:
It was reported to philips that system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.